Event description:
Injection site inflammation (injection site inflammation), ([injection site swelling]) case. Narrative: initial information received on 07-aug-2019 regarding an unsolicited valid serious case received from a physician from (B)(6). This case involves a (B)(6) years old female patient who experienced injection site inflammation, while she received medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient started using hylan g-f 20, sodium hyaluronate injection dosage unknown (lot- unk, information on batch number was requested) for unknown indication. On (B)(6) 2019, patient experienced injection site swelling and inflammation (latency: 18 days).the patient was hospitalized 1 day after this event occurred i.e., on (B)(6) 2019. Treatment included lidocaine injection. On (B)(6) 2019, patient was still hospitalized. Action taken: not applicable. The patient was treated with lidocaine injection. The patient outcome is reported as unknown for injection site inflammation.

Event description:
Aseptic synovitis [synovitis] ([injection site joint effusion], [injection site inflammation], [injection site swelling], [injection site pain]). Surgery to collect synovial fluid and to wash out/clean out content inside joint space (arthroscopic lavage) [arthroscopic surgery] . Case narrative: initial information received on 07-aug-2019 regarding an unsolicited valid serious case received from a physician from hong kong. This case involves a 70 years old female patient who experienced 23 days later had surgery to collect synovial fluid and to wash out/clean out content inside joint space (arthroscopic lavage) and had aseptic synovitis after she received medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medication included mobility as supplement. On (B)(6) 2019, the patient started using hylan g-f 20, sodium hyaluronate injection via intra-articualr route dosage unknown with frequency as once (lot- unk) for unknown indication. Information on batch number was requested. It was reported that doctor was the operator of synvisc-one for injection on (B)(6) 2019. On (B)(6) 2019, 18 days later, patient experienced injection site swelling and inflammation. The patient was hospitalized for 1 day after this event occurred i.e., on (B)(6) 2019. Treatment included lidocaine injection. (On (B)(6) 2019, patient was still hospitalized. The patient was discharged from the hospital on (B)(6) 2019 or (B)(6) 2019 and re-admitted on (B)(6) 2019 for or surgery to collect synovial fluid and to wash out/clean out content inside joint space (arthroscopic lavage). This surgery done on (B)(6) 2019 (latency: 23 days). The results of the synovial fluid collected was aseptic synovitis (seriousness criteria-hospitalization). The patient was discharged from the hospital after surgery on (B)(6) 2019. The report for the same was received on (B)(6) 2019. The macroscopic examination of the specimen from left knee synovium consisted of 2 fragments of white soft tissue, up to 8mm and 6mm in size and about 1mm thick, entirely submitted as a1. The microscopic examination revealed that one fragment consisted of fibrotic tissue focally lined by attenuated synovium without significant proliferation, moderate acute and chronic inflammation. The other fragment had blood and fibrin, with focal collections of exudate. Few plasma cells or eosinophils were evident. No granulomas or crystals were found. The findings may be consistent with the clinical impression of aseptic synovitis. On an unknown date in 2019, the patient had injection site pain and left knee effusion. No case further information was available from physician. Action taken: not applicable for both events. Corrective treatment: not reported for both events. The patient outcome is reported as recovered for aseptic synovitis and not applicable for surgery to collect synovial fluid and to wash out/clean out content inside joint space (arthroscopic lavage). A product technical complaint was initiated on 19-aug-2019 for synvisc one (lot number unknown) with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. The final investigation was completed on 19-aug-2019. Additional information was received on 19-aug-2019 from gemg. Ptc results received and processed. Global ptc number added. Additional information was received on 23-aug-2019 from physician via sales representative. Event added for aseptic synovitis with symptom of injection site pain and event of surgery to collect synovial fluid and to wash out/clean out content inside joint space (arthroscopic lavage) added. Event of injection site inflammation, injection site swelling updated to symptoms of aseptic synovitis. Clinical course was updated. Text amended accordingly. Additional information was received on 11-dec-2019 from physician via sales representative. Symptom added for left knee effusion. Lab data added. Concomitant medication added. Clinical course was updated. Text amended accordingly. Additional information was received on 11-dec-2019 from physician. Operator of device updated from other to health care professional. Text amended accordingly.

Event description:
Aseptic synovitis [synovitis] ([injection site inflammation], [injection site swelling], [injection site pain]) surgery to collect synovial fluid and to wash out/clean out content inside joint space (arthroscopic lavage) [arthroscopic surgery] case narrative: initial information received on 07-aug-2019 regarding an unsolicited valid serious case received from a physician from hong kong. This case involves a 70 years old female patient who experienced 23 days later had surgery to collect synovial fluid and to wash out/clean out content inside joint space (arthroscopic lavage) and had aseptic synovitis after she received medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient started using hylan g-f 20, sodium hyaluronate injection via intra-articualr route dosage unknown with frequency as once (lot- unk) for unknown indication. Information on batch number was requested. On (B)(6) 2019, 18 days later, patient experienced injection site swelling and inflammation. The patient was hospitalized for 1 day after this event occurred i.e., on 2019. Treatment included lidocaine injection. (On (B)(6) 2019, patient was still hospitalized. The patient was discharged from the hospital on 07-aug-2019 or 08-aug-2019 and re-admitted on (B)(6) 2019 for or surgery to collect synovial fluid and to wash out/clean out content inside joint space (arthroscopic lavage). This surgery done on 09-aug-2019 (latency: 23 days). The results of the synovial fluid collected was aseptic synovitis (seriousness criteria-hospitalization). The patient was discharged from the hospital after surgery on (B)(6) 2019. On an unknown date in 2019, the patient had injection site pain as well. Action taken: not applicable corrective treatment: not reported for all events the patient outcome is reported as not recovered for aseptic synovitis and not applicable for surgery to collect synovial fluid and to wash out/clean out content inside joint space (arthroscopic lavage) a product technical complaint was initiated on 19-aug-2019 for synvisc one (lot number unknown) with global ptc number 59865. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. The final investigation was completed on 19-aug-2019. Additional information was received on 19-aug-2019 from gemg. Ptc results received and processed. Global ptc number added. Additional information was received on 23-aug-2019 from physician via sales representative. Event added for aseptic synovitis with symptom of injection site pain and event of surgery to collect synovial fluid and to wash out/clean out content inside joint space (arthroscopic lavage) added. Event of injection site inflammation, injection site swelling updated to symptoms of aseptic synovitis. Clinical course was updated. Text amended accordingly.